Event description:
It was reported that the pump exhibited a battery communication timeout. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked by the left and right front bottom corners, the bottom case seal (lining) was missing at some places, and there was visible contamination found by the alternating current (ac) receptacle and by the l bracket. A review of the event history log identified battery communication timeout. During functional testing using the power up process biomed diagnostics monitor battery status the reported issue was duplicated. The root cause of the problem was related to normal wear of the battery as it is over 4 years old (normal battery pack lifespan is 2 - 3 years). Replaced battery pack. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).